Event description:
Caller reported that t:slim x2 pump battery would not charge despite attempts with different cables and adapters, and no power source alert was present in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy while tandem technical support arranged a replacement pump, as the existing pump was out of warranty.